Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. The lead continued to be monitored and it was noted that the trends continued to worsen. The lead was reprogrammed and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).